Event description:
The customer reported that the system failed to start up and boot to a usable state. The system experienced a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu pcb and systems interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.